Event description:
Dexa table gave an error message and incorrectly adjusted and raised the table catching the patient's legs in the parts. Emergency button was pushed and the table released. FDA safety report ID # (B)(4).